Event description:
The csutomer reported the cine function failed to operate, thereby losing subtraction, road-mapping, or other critical vascular cine funcntions. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reformatted the cine drive. The system operates as intended.